Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke at the upper third. It was impossible to remove the broken fragment out of the tunnel which despite this did not ensure a good fixation of the graft. The top third screw tip could not be retrieved and remained in the tunnel. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.